Event description:
Customer called in stated that she was burning patients with their own settings. When lumenis contacted the customer she said that she had burned two patients; while test firing water started leaking from the head, lumenis asked for the treatment parameters of the two patients and the customer sent the information for three patients. Pt 1: the 14 year old female on her third treatment, blistering on the upper lip, given antibiotic ointment, and copper cream.

Event description:
Customer called in stated that she was burning patients with their own settings. When lumenis contacted the customer she said that she had burned two patients; while test firing water started leaking from the head, lumenis asked for the treatment parameters of the two patients and the customer sent the information for three patients. Pt 2: the 50 year old female on her first treatment burn skin, blistering on the right axilla second degree and had a daily dressing change for burn.

Event description:
Customer called in stated that she was burning patients with their own settings. When lumenis contacted the customer she said that she had burned two patients; while test firing water started leaking from the head, lumenis asked for the treatment parameters of the two patients and the customer sent the information for three patients. Pt 3: the 49 year old female, was burned on the upper lip with side burn redness. No info given as per intervention.